Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1908mcc0758.

Manufacturer narrative:
It was reported that the knob that locks the tube holder fell off and the parts, knob and screw, fell on the floor. The reported issue was confirmed in a received picture. No parts were returned for investigation. When the ventilators are to be cleaned the lock for tube holder is loosened to remove the tube holder. Most probable this failure occurs during disassembling or assembling. It has not been determined during which circumstances the parts fell off in this case.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the circuit holder of the ventilator thumb screw backed out and caused parts to fall on the floor during patient treatment. There was no patient harm. (B)(4).